Event description:
Tip of brush part came off during use; internal parts came apart; it broke- oral b power care [device breakage]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer e-mail stated that after using the brush for about a month the tip of brush part came off during use and internal parts came apart. Toothbrush broke and unusable after that. No injury was reported. 14-jul-2025, product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill no injury was reported.

Manufacturer narrative:
14-july-2025, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text: pending investigation.

Event description:
Tip of brush part came off during use...internal parts came apart...it broke- oral b power care [device breakage] . Case narrative: consumer e-mail stated that after using the brush for about a month the tip of brush part came off during use and internal parts came apart. Toothbrush broke and unusable after that. No injury was reported.